Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011. During the procedure, the needle detached from the suture when it was grasped with the needle holder. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The assignable cause for this complaint is a clip off defect, which is a manufacturing defect.